Event description:
In june 2003 customer reported testing with the freestyle meter getting results between 130-140 mg/dl. Customer was experiencing symptoms of hypoglycemia and was unconscious. Customer's spouse adminstered glucagon and a glass of juice.